Event description:
During the insertion of an intraocular lens, the haptic of the lens nicked the posterior wall of the capsule which caused a tear. The surgeon removed the lens and performed an anterior vitrectomy. A replacement lens was then implanted with no further problems reported.